Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a skin closure procedure, when the surgeon was pulling the needle through tissue prior to throwing a stitch, the suture thread broke. A new suture was used to resolve the issue and complete the case. There was no patient injury.